Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a physical damage and prime rewind anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer reported that the drive support cap is sticking out. The customer was advised that the insulin pump will be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions. The customer also reported the prime anomaly on the insulin pump. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.